Manufacturer narrative:
H4: the lot was manufactured between november 1-2, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bladder which suggested a possible no flow issue had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse the medication. The medication volume had not reduced after 24 hours of infusion. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.